Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, leading to an inappropriate electric shock. Troubleshooting and programming options were recommended. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.